Event description:
On (B)(6) 2017, the manufacturer was notified that a carbomedics mechanical valve r5-021 was explanted after 1.48 years on (B)(6) 2017. It was implanted on (B)(6) 2015.

Manufacturer narrative:
A complete manufacturing and material records review for the device was performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. A company representative has confirmed that the surgeon would not be providing anymore information on this event and the device was not available for analysis. As such, no further investigation can be performed at this time. Not available for return.